Manufacturer narrative:
This event was reported in medwatch report number: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set had a large leak at the top of the filter. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.